Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed a topical cream for the pain.

Manufacturer narrative:
Additional information was received that the database analysis showed normal values. The patient¿s pocket pain was not device related and the prescribed topical cream did not resolve it. No further information could be obtained.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed a topical cream for the pain.